Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. It was determined that loss of connection was related to the mobile application. No additional event or patient information is available. Data was provided for evaluation and the reported issue of loss of connection was confirmed. The root cause was determined to be that the transmitter and application were unable to establish a connection. It was indicated that the patient was using an unsupported operating system.